Event description:
New information notes the lead was capped.

Event description:
It was reported that the asymptomatic patient presented to the operating room for device changeout. Externalized conductors were observed. No electrical anomalies were noted. The lead will be explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.